Event description:
A review of the compounded resin & wire materials used to form the extruded catheter body was conducted. All materials were found to conform to specification requirements during incoming inspection. Ten devices from the same production lot were evaluated for torque (measured as oz.-inches) using a standardized laboratory procedure designed to simulate the action of turning a catheter tip via rotation of the hub. The variation of torque values was wider as compared with the values obtained during process validation runs. Average torque values were comparable to validation run measurements. The normal unit-to-unit variability of torque values within a lot can be sensed by a physician during the course of their practice. The absolute amount of force appled to the hub end of the catheter when attempting to turn the tip end is situational, highly dependent upon the course of a procedure, & subject to individual clinician technique. When excess torque is applied to a catheter, kinking can & does occur. The frequency of all torque related reports is running at a rate of 0.005% of 50 reports per one million units sold for the last quarter.